Event description:
Sensor error. Ep lab reviewed. When the catheter was connected, there was no image displayed. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. No injury to the patient. This facility has had multiple similar problems with this device. The manufacturer has been notified. Problems continue.